Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts and the ok button contact was missing. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad was found to be torn at the ok button and the up arrow, down arrow, and contrast button symbols were found to be worn off. The keypad cover was removed and the ok button contact was found to be missing. There was evidence of contamination found under all other key contacts. During testing, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.